Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system made an unusual noise with low iop source pressure during a procedure. The procedure was completed using the same system. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The filter was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 16, 2014. Based on qa assessment, the product met specifications at the time of release. The filter was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was connected to a calibrated system for functional testing; the sample was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported pressure fluctuations cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).